Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient came to the hospital for an inflatable penile prosthesis (ipp) revision due to unspecified reason. The corporal bodies measured differently; left: proximal. 8.50 cm, distal 10 cm, right: proximal. 8.50 cm, distal 10 cm. Therefore, a 15 cm lgx ipp was implanted. No patient complications were reported in relation to this event.